Manufacturer narrative:
The hill-rom technician stated the caster was worn. The hill-rom technician replaced the caster to resolve the issue.

Event description:
Information received indicated when the brakes were activated the right head caster would not hold.